Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s current blood glucose and at the time of the incident was 438 mg/dl the customer declined to troubleshoot for high blood glucose. The called again and reported that they had low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer¿s current blood glucose was 438 mg/dl. The customer treated with oatmeal and apple. Assisted customer with programming the insulin pump. Got her pump programmed. The product will not be returned for analysis.